Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed on a lead via diagnostic imaging. High pacing threshold was also observed. Lead remains implanted and will continue to be used.